Manufacturer narrative:
Additional product code: hwc. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Event description:
Consultant reported an adverse event during a tfn (trochanteric fixation nail) procedure which was being performed to help prevent a pathological femur fracture in a cancer patient. Surgeon implanted the nail and a lag screw, but no distal screw. An intraoperative x-ray showed the nail had protruded through the upper anterior distal cortex of the femur. Surgeon removed the nail and lag screw and removed the guide wire halfway. He then reinserted a second nail and the same lag screw. This nail also protruded anteriorly. The surgeon then removed the second nail, the lag screw and the guide wire. Upon review, it was discovered that left side nails were used on the right leg. A right side nail was then obtained, and the surgeon implanted the right side nail, the same lag screw,and a distal screw, and the surgery completed successfully. Devices will not be returned, they were discarded by the hospital. All information provided by phone call received from sales consultant (B)(6) 2013 @ 12:40pm. No further information available. (B)(6). Due to the reported event there was a delay in the operation between 30-45 minutes.